Event description:
In 2009, the patient reported that for the last 3 weeks, he has seen air bubbles in the insulin cartridge of his infusion device which has resulted in elevated blood glucose readings (no value given). He would not provide lot numbers or expiration dates for the cartridges as he stated it has occurred with several cartridges. Additional training was offered to the patient, but he declined. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.